Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used for each firing in surgical procedure? Was buttressing material used? Were there any issues with staple formation during procedure? What was the gender/bmi of patient? Was the source of the bleeding identified? If so, where on staple line? Was a leak test done? If so, what were the results? Was all the bleeding noticed on staple line or were there other areas that needed clips? How long after original procedure were issues noticed? What symptoms did patient have and how were they addressed? What was the ultimate cause of death? What was the date of death? Was an autopsy performed? If so, are the results available? Does the surgeon believe that the staple line bleeding was the cause of death?

Event description:
It was reported that during a gastric sleeve there was bleeding in the staple line. It was used ligaclip (8 clips) to stop bleeding. The surgeon used the correct technique with correct waiting time for stapling. The sales rep was notified that the patient died and that death was associated with bleeding on the staples line.

Manufacturer narrative:
Product complaint # (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: sales rep report: I inform that the complaint related to the case was a mistake on the part of the surgical team that related the death to this product complaint. The patient submitted to the procedure did not suffer any health problems, she was discharged in the second postoperative days without intercurrence. What color cartridge is used for each shot in the surgical procedure? 01 - black 60mm gst , 01 - green 60mm gst, 01 - gold 60mm gst, 02 - blue 60mm gst. Has the material been reinforced? Suture reinforcement because there was bleeding (not routinely using reinforcement). Was there a problem with basic formation during the procedure? No. What was the sex / bmi of the patient? Female / not informed. Has the source of bleeding been identified? If so, in what line of staples? Bleeding across staple line . Was a leak test done? If so, what were the results? The surgical team does not perform leak testing. Were all the bleeds noticed in the staple line or were there other areas that needed clips? All bleeding was identified on the staple line, diffuse bleeding. How long after the original procedure were the issues perceived? Patient was discharged what symptoms did the patient have and how were they addressed? Patient was discharged from hospital. What was the last cause of death? What was the date of death? There was no death for this complaint. Was an autopsy performed? If so, are results available? There was no death for this complaint. Does the surgeon believe that bleeding from the staple line was the cause of death? There was no death for this complaint.